Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a blurry image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection and the reported failure was not able to be duplicated, not confirmed. However, device evaluation found the fibre bonding in the outer tube area (distal end) is damaged, the outer tube has a dent, the charged-coupled device is broken and stripes in image occurred. Additionally, the protector of the video cable section was found cut. Based on the investigation, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer follow up.